Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, the sensor readings aren't accurate. It also takes 15 minutes for the insulin pump to alarm that the customer is low. Customer once had low blood glucose of 32 mg/dl and it alarmed once customer blood glucose was up to 90 mg/dl. Another time his blood glucose went from 181 mg/dl to 22 mg/dl in about a 20 minute period and customer's mother was unaware of why. Customer had a seizure and by the end of it his blood glucose was up to 122 mg/dl. Customer's mother stated the incidents haven't been because of the insulin pump however they were never alerted in time. Customer was also hospitalized on (B)(6) 2015 due to him hitting the floor and having a seizure because of his potassium dropping low. Customer's mother stated the customer has around 25 instances where his blood glucose was below 50 mg/dl in the last 6 months. Customer's mother is not returning the sensor for further analysis.